Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 alarm. The patient was connected at the time of the alarm. This occurred during final dwell of peritoneal dialysis therapy. It was stated that the disposable set was wet and there was a leak on the cassette. Patient would complete therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.